Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to migration and endoleak.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The main body was implanted on the left side and the contralateral leg was implanted on the right side. Other manufacture's leg component was implanted on the left side for an extension of the main body. After the three stent grafts were implanted a distal type I endoleak was observed from both the right and left sides. The physician thought those endoleaks were acceptable and didn't treat them. On (B)(6) 2016, the patient had a re-intervention since the right and left stent grafts were migrated proximally and both sides of the distal type I endoleaks became large. The physician implanted a stent graft on the right common iliac artery but the endoleak from the right side was not resolved. Then the right internal iliac artery was bypassed using a synthetic graft and then a stent graft was implanted in the right external iliac artery. The left internal iliac artery was embolized using coils and then a stent graft was implanted in the left external iliac artery. Both sides of the endoleaks were resolved. The patient tolerated the procedure.

Manufacturer narrative:
The distal type I endoleak was only observed from the left side at the initial intervention.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The main body was implanted on the left side and the contralateral leg was implanted on the right side. Other manufacture's leg component was implanted on the left side for an extension of the main body. After the three stent grafts were implanted a distal type I endoleak was observed from the left side. The physician thought the endoleak was acceptable and didn¿t treat it. On (B)(6) 2016, the patient had a re-intervention since the right and left stent grafts were migrated proximally and distal type I endoleaks occurred from the both sides. The physician implanted a stent graft on the right common iliac artery but the endoleak from the right side was not resolved. Then the right internal iliac artery was bypassed using a synthetic graft and then a stent graft was implanted in the right external iliac artery. The left internal iliac artery was embolized using coils and then a stent graft was implanted in the left external iliac artery. Both sides of the endoleaks were resolved. The patient tolerated the procedure.